Event description:
It was stated that the display constantly goes blank. It was also stated that the case was broken near the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.